Event description:
It was reported that the patient received multiple inappropriate shocks from the broken right ventricular lead. The lead was capped and replaced, and subsequently explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.